Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels; bg values were not provided. Customer performed infusion set, cartridge and insulin changes to address bg. No cartridge leaks or air bubbles were observed within the supplies. No alarms were observed in the pump history. Reportedly, customer reverted to an alternate pump for insulin therapy.